Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having some swelling and discomfort at the pocket site. It was not sure if there was an infection. The patient underwent a procedure wherein the physician cleaned, flushed everything with antibiotics; debrided the site and re-sutured the ipg back in. The patient was reportedly doing well postoperatively.